Event description:
It was observed that during the device evaluation, the colonovideoscope, had foreign material. In the jet tube. There was no patient involvement.

Manufacturer narrative:
In addition to the phenomena identified in b5, the following phenomena were also identified during evaluation: the switch 1 had a pinhole, the chip on the plastic distal end cover insulation did not meet the standard value, bending in the up direction does not meet the standard value due to wear of the angle wire, the plastic distal end cover had a crack, the light guide lens had a crack, the adhesive on the bending rubber had wear, and the connecting tube had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "foreign material in auxiliary water channel" malfunction could not be identified. The event can be prevented by following the instructions for use which state: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device